Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd -6mm nk, pn11-173660, ln000300; m2a 38mmx50mm cup, pn rd118850, ln429070. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2016-01792, 0001825034-2016-01793.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 11 years post-implantation due to elevated metal ion levels and pain. During the procedure, gray stained tissue, fluid and cysts were found. Additionally, staining on the trunnion of the stem was also noted. During the procedure, the modular head and acetabular cup were removed and replaced and a polyethylene acetabular liner was implanted.